Manufacturer narrative:
There was/were 17 conclusion(s) eval code. There was/were 1 result(s) eval code. There was/were 9 conclusion(s) eval code. There was/were 108 result(s) eval code. There was/were 1 result(s) eval code. There was/were 2 result(s) eval code. There was/were 17 result(s) eval code. There was/were 1 result(s) eval code. There was/were 5 conclusion(s) eval code. There was/were 96 conclusion(s) eval code. There was/were 10 result(s) eval code. There was/were 559 result(s) eval code. There was/were 2 conclusion(s) eval code. There was/were 572 conclusion(s) eval code. There was/were 1 conclusion(s) eval code. There was/were 2 result(s) eval code. The manufacturer internal reference number is:(B)(4).

Event description:
This report summarizes e2000003 691 reported events for q3 2017. There was/were 21 reported event(s) of device code crack. There was/were 9 reported event(s) of device code use of device issue. There was/were 3 reported event(s) of device code bent. There was/were 398 reported event(s) of device code defective item. There was/were 3 reported event(s) of device code material deformation. There was/were 33 reported event(s) of device code break. There was/were 12 reported event(s) of device code failure to fold. There was/were 11 reported event(s) of device code failure to unfold or unwrap. There was/were 2 reported event(s) of device code sticking. There was/were 15 reported event(s) of device code torn material. There was/were 1 reported event(s) of device code hole in material. There was/were 4 reported event(s) of device code inaccurate delivery. There was/were 31 reported event(s) of device code difficult to fold or unfold. There was/were 24 reported event(s) of device code foreign material present in device. There was/were 14 reported event(s) of device code material opacification. There was/were 4 reported event(s) of device code folded. There was/were 8 reported event(s) of device code device or device component damaged by another device. There was/were 56 reported event(s) of device code failure to advance. There was/were 1 reported event(s) of device code split. There was/were 1 reported event(s) of device code component missing. There was/were 6 reported event(s) of device code device damaged prior to use. There was/were 1 reported event(s) of device code material discolored. There was/were 58 reported event(s) of device code scratched material.

Manufacturer narrative:
Corrected information, as follows: there was/were 1 case(s) with packaging only received and not the iol device, a result code of operational problem and a conclusion code of device not returned. There was/were 1 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of device received in condition making evaluation impossible. There was/were 1 case(s) with a sample received for evaluation, a result code of contamination by foreign material and a conclusion code of manufacturing deficiency. There was/were 1 case(s) with a sample received for evaluation, a result code of stress problem and a conclusion code of manufacturing deficiency. There was/were 10 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of failure to follow instructions. There was/were 2 case(s) with no sample received for evaluation, a result code of improper material and a conclusion code of operational context caused or contributed to event. There was/were 7 case(s) with no sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. There was/were 1 case(s) with a sample received for evaluation, a result code of improper material and a conclusion code of device not returned. There was/were 1 case(s) with a sample received for evaluation, a result code of improper material and a conclusion code of failure to follow instructions. There was/were 17 case(s) with a sample received for evaluation, a result code of no failure detected and a conclusion code of no failure detected, device operated within specification. There was/were 534 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 2 case(s) with a sample received for evaluation, a result code of manufacturing process problem and a conclusion code of manufacturing deficiency. There was/were 2 case(s) with a sample received for evaluation, a result code of incomplete device returned and a conclusion code of cannot complete investigation, incomplete device returned. There was/were 1 case(s) with packaging only received and not the iol device, a result code of improper material and a conclusion code of device not returned. There was/were 8 case(s) with no sample received for evaluation, a result code of operational problem and a conclusion code of device not returned. There was/were 2 case(s) with packaging only received and not the iol device, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 3 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of device not returned. There was/were 1 case(s) with a sample received for evaluation, a result code of improper physical structure and a conclusion code of manufacturing deficiency. There was/were 3 case(s) with no sample received for evaluation, a result code of improper material and a conclusion code of device not returned. There was/were 5 case(s) with a sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 3 case(s) with no sample received for evaluation, a result code of operational problem and a conclusion code of failure to follow instructions. There was/were 2 case(s) with a sample received for evaluation, a result code of improper material and a conclusion code of operational context caused or contributed to event. There was/were 102 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. There was/were 1 case(s) with no sample received for evaluation, a result code of incomplete device returned and a conclusion code of operational context caused or contributed to event. (B)(4).

Event description:
This report summarizes e2000003 687 reported events for q3 2017. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6) year old, (B)(6) patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 384 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 7 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 50 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 11 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to fold. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material deformation. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code device damaged prior to use. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device damaged prior to use. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 9 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code torn material. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code torn material. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code bent. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code break. There was/were 6 male, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 29 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 8 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 3 male, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code torn material. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 1 female, (B)(6) year old, (B)(6) patient(s) with reported event(s) of device code defective item. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code failure to fold. There was/were 1 male, (B)(6) year old, (B)(6) patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 19 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code split. There was/were 7 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code component missing. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code crack. There was/were 18 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 unknown gender, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 4 female, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code folded. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material discolored. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code torn material. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code hole in material. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code material deformation. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 2 female, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 47 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code sticking. There was/were 2 male, unknown age, unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 27 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code device damaged prior to use. There was/were 2 male, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 11 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code torn material.